Event description:
Defective keyboard.

Event description:
Defective keyboard: device history record was reviewed, no event linked to the reported issue was observed. Device log review was not provided. Not relevant to this event. "The keyboard of the reported device was received for investigation. Keypad test could not be carried out in maintenance mode as the on/off pressure key was not responsive. The event is therefore reproduced and is linked to a defective keyboard.